Event description:
It was reported that a user experienced prolonged high blood glucose after discovering the ilet was out of insulin, confirmed by multiple high glucose alerts, and required guidance to change the infusion set and cartridge; after supplies were changed, insulin delivery resumed, but a subsequent fingerstick measured 513 mg/dl and the user temporarily disconnected and administered 10 units of subcutaneous insulin by pen before reconnecting, after which glucose returned to and remained in range. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, ketones, diabetic ketoacidosis, or other acute effects. Outcomes included no hospitalization, no professional medical intervention, and successful restoration of glycemic control with back-up insulin therapy and continued device use. Investigation included troubleshooting and education with review of device alerts. Investigation of this case revealed no device malfunction identified and an unclear cause of the hyperglycemia in the context of insulin depletion and subsequent supply replacement. It was concluded, based on previously established findings for similar reports, that the cause use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.